Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly recovered and continues to use the device. This is the final report.

Event description:
The recipient reportedly had a thin skin flap and experienced a skin flap breakdown. The internal device was exposed and the recipient underwent device repositioning surgery on (B)(6) 2016.